Event description:
Nickel allergy, pain in lower back, pain in lower abdomen , severe bleeding, severe cramping, diagnosed with endometriosis, acne, swelling all over, mood swings, head aches, fatigue, loss of hair, bloating and weight gain. (B)(4).